Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A patient participating in the trifecta durability study was admitted to the hospital on (B)(6) 2011 for valve replacement surgery. On (B)(6) 2011, a 21mm trifecta valve was implanted. That same day, the patient experienced a neurologic embolism and pleural effusion which required physiotherapy. The patient was discharged home on (B)(6) 2011. No additional information is expected.